Event description:
It was reported that the patient presented for an implant procedure. It was reported that, during initial implant, the catheter was rigid and caused the patient's heart to be perforated and blocked. The patient deceased.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. It was reported that, during initial implant, the catheter was rigid and caused perforation and vascular dissection. The patient deceased.